Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified in d2 and g4. H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, one video was provided for review. The investigation is confirmed for the reported difficult to flush and partial blockage, as there did appear to be small drops of liquid slowly exiting the flushing hub at a steady rate when positive pressure was applied to the syringe. There does not appear to be any damage on the flushing connector or on the syringe, and that there does not appear to be any leakage of liquid from anywhere besides the distal tip of the flushing connector cannula. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during preparation for a port placement procedure, the connector allegedly occluded and the device allegedly unable to flush. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the powerport implantable port products that are cleared in the us. The pro code and 510k number for the powerport implantable port products is identified. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation; however, photo and video were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a port placement procedure, the catheter was allegedly unable to flush. The procedure was completed using another device. There was no patient contact.